Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy bilateral salpingo oophorectomy cystoscopy, suturing material broke with needle detached to device. When removed from the patient, a portion of needle (approximately 1-2mm) was missing. Medical doctor conducted a cavity search with no portion of needle located. It was noted that surgical time was extended while searching for the device piece.